Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on. There was no patient involvement.

Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 03/04/2019 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.